Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported periodontal disease, recession, sensitivity, and inflammation. No further information available.